Manufacturer narrative:
(B)(4). Per follow-up on 24-mar-2016 with the user facility¿s biomedical engineer (biomed): he was opening up the unit to inspect for a blockage. The reported complaint was not confirmed. The field service representative (fsr) was unable to duplicate the reported issue. Per notice of field correction (nfc) he replaced both valves. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, on the left channel, there was an "e0e" and "e0d" error message observed on the heater cooler unit. Both error messages are related to valve movement. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.